Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. At an unknown time post-op, the patient suffered severe injuries, including but not limited to back pain, heterotopic bone growth, and nerve damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that rhbmp-2/acs was used in the patient's surgery from "t-t6." The patient has requested an "antidote to the [bmp]." The patients has had cysts and lesions in her mouth and her head and reportedly, no one knows what they are. The patient reports that her physicians have told her that it has "nothing to do with her surgery."

Manufacturer narrative:
(B)(6).

Event description:
It was reported via a patient call that the patient had major bone growth. She also stated that she had lesions and she was terrified and scared. She felt as if she had worms crawling through her head. She stated she thought her skull was separating.